Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed and the device failed the displacement test. Advised customer to discontinue the insulin pump use and to revert to back up plan per md's instructions. No blood glucose level reading was reported and further information was not provided.